Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an angio-seal device failed. There was no reported patient injury. The reported blood loss was less than 250cc. Additional information was received june 14, 2019: manual compression was required to achieve hemostasis. The patient was treated with vascular surgery. In surgery the physician noted the components of the angio-seal (collagen and foot plate) were seen to be intravascular. The physician removed the components as well as treated the patient's vascular disease. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.